Event description:
The customer contact reported a leak. The primary plumset was being used to deliver an unspecified volume of normal saline, at a rate of 50 ml/hr, via a plum pump. At an unspecified time, the male adapter of an unspecified secondary tubing set was connected to the clave secondary port on the cassette of the primary plumset for a piggyback delivery of vancomycin 1500 mg/ 250 ml, at a rate of 250 ml/hr. It was reported after the delivery of vancomycin was complete, an unspecified volume of solution leaked from an unspecified location on the distal clave y-site of the primary plumset. The tubing set was replaced and the therapy was resumed. There were no reports of any adverse patient effects and no reported delays in therapy critical to the patient. No medical intervention were required. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.